Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had stuck button alarm and blinking display. The customer's blood glucose value was 4.8 mmol/l. Customer stated that they did not press a button down for 3 minutes or longer. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device powered up after battery installation. No blinking display, missing segments or partial display noted. Device was received with no select button response due to corroded keypad traces. Unable to perform the self test and displacement test due to no button response. Device was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.